Event description:
On (B)(6) 2011, the pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2011, the pt was hospitalized due to iliac ischemia related with the endoprosthesis thrombosis. On (B)(6) 2011, the pt underwent an additional procedure to stent a right external iliac and right common femoral arteries. The pt tolerated the procedure. It was reported that on (B)(6) 2011, the abdominal aortic aneurysm 70mm. On (B)(6) 2013, the follow-up computed tomography angiography showed that the aneurysm was 75mm. No other adverse events have been reported.

Manufacturer narrative:
A review of the manufacturing records for the device is being conducted. Also, was implanted pxc121200/7574696.